Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/02/2021. H3 evaluation: h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1b456 was received for evaluation, the swage and attachment area was noted to be as expected, marks by use was observed and body fluids and damage was noted in some barbs. In addition, the suture was cut appears to be by use of the surgical instrument. The product code sxpp1b456 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test cannot be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number qabdpa/ sxpp1b456, and no non-conformances related to the reported complaint condition were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Any medical treatment provided, were prescription steroids administered, antibiotics? If yes, please provide medicine name, strength and dose. Was the fixation tab intact when the suture was placed in the patient? Was the ¿missing barbs¿ noted during visual inspection or during use on patient? Did the barbs fail to engage in the tissue? Lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, when using the suture to close the vaginal cuff in a robotic hysterectomy procedure, the suture broke when he was approx. Halfway through the closure of the incision. The procedure was delayed by three minutes and was completed with no patient consequences. Additional information was requested.